Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming and received a critical pump error. Customer¿s blood glucose level was unknown. Customer reported that they received open book image on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range.